Manufacturer narrative:
The device involved in the reported incident was disposed of by the user and is not available for eval. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer was wearing a pod for approx 6 hrs. She started feeling ill and she was vomiting. Her bg reading was hi on her pdm. She said that when she removed the pod, it looked like the cannula didn't fully insert. It was on top of her skin. She discarded the pod. The device is not being returned to the MFR for eval.